Event description:
Description of event according to study: on (B)(6) 2020 during the index procedure, a: zdeg-p-36-204-pf (lot# e3940402) as well as one zimb 28-70 device (lot# 10343171) and two zisl device (zisl 13-77 lot# 13032877; and zisl 16-59 lot# 9856369x) were implanted without difficulty. The degree of oversizing was not reported. During the procedure, additionally a left subclavian to left common carotid bypass was done during study device deployment and a right iliac artery stent (uncovered) also during study deployment with evar (endovascular aneurysm repair). Primary indication for implant as reported by site ¿proximal endoleak of a ztap implanted on (B)(6) 2020 to treat type b dissection with primary tear in the descending aorta (proximal landing zone at distal to left subclavian). The leak was corrected with a proximal extension (zdeg) + debranching of the left subclavian artery + left subclavian carotid bypass + left subclavian embolization¿ . Details on the proximal landing zone was reported as zone 2. The graft fabric completely covered the left subclavian artery and was revascularized. The device was patent with no endoleak present and without device integrity issues at the end of the procedure. Post-procedure CT (computerized tomography) done on (B)(6) 2020 (6 days post-procedure) showed thoracic false lumen flow from primary tear, type ia-proximal. Abdominal false lumen patent with unknown source. All study device(s) patent with type ia-proximal endoleak present. Within the comments it states, ¿persistence of the type I endoleak already present.¿ no separation of devices, evidence of migration or device integrity issues. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 (48 days post procedure) the 30 day follow-up visit was done. The CT which was done showed the thoracic false lumen partially thrombosed with the false lumen flow from the primary tear type ia proximal endoleak. All vessels that were assessed were patent. No separation of device, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. On (B)(6) 2020 (64 days post-procedure), the patient had a secondary intervention due to the post-procedure imaging. A device from another manufacturer was placed and was considered successful. On (B)(6) 2020 (202 days post-procedure) the 6-month follow-up CT was done. There was no progression or growth of the dissection. There was was no development of a new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type ii endoleak. All vessels that were assessed were patent. No separation of devices, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. (B)(6) 2021 (279 days post-procedure) the 12-month follow-up CT was done. There was no progression or growth of the dissection. There was no development of new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type ii endoleak. All vessels that were assessed were patent. No separation of devices, migration or evidence of device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. (B)(6) 2022 (818 days post-procedure) a 2 year follow-up CT was done. There was no progression or growth of dissection or development of a new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type ii endoleak. All vessels that were assessed were patent. No separation of devices, migration or evidence of device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. Patient outcome: no treatment reported except for the treatment of the type ia proximal endoleak.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p180001 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a subject of complaint is a 69-year-old male patient, who is enrolled in the french reimbursement study and previously treated for a proximal endoleak of a zta-p implanted on (B)(6) 2020 to treat type b dissection with primary tear in the descending aorta (proximal landing zone at distal to left subclavian). On (B)(6) 2020 a zdeg-(B)(4) (complaint device) was implanted as a proximal extension to correct the leak. One zimb device and two zisl devices were implanted as well. Debranching of the left subclavian artery, left subclavian carotid bypass, left subclavian embolization and a right iliac artery stenting (uncovered) were also performed. The degree of oversizing was not reported. Details on the proximal landing zone was reported as zone 2. The graft fabric completely covered the left subclavian artery and was revascularized. The device was patent with no endoleak present and without device integrity issues at the end of the procedure. Post-procedure CT done on (B)(6) 2020 (6 days post-procedure) CT showed thoracic false lumen flow from primary tear, a type 1a endoleak. Abdominal false lumen patent with unknown source. All study device(s) patent with a type 1a endoleak present. Within the comments it states, ¿persistence of the type I endoleak already present.¿ no separation of devices, evidence of migration or device integrity issues. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 (48 days post procedure) the 30 days follow-up visit was done. The CT showed the thoracic false lumen partially thrombosed with the false lumen flow from the primary tear a type 1a endoleak. All vessels that were assessed were patent. No separation of device, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. On (B)(6) 2020 (64 days post-procedure), the patient had a secondary intervention due to the post-procedure imaging. A device from another manufacturer was placed and was considered successful. The 6-month, 12-month and 2- years follow-up CT was done. There was no progression or growth of dissection. There was no development of a new entry tear. The thoracic false lumen was partially thrombosed with the false lumen flow from the primary tear with type 2 endoleak. All vessels that were assessed were patent. No separation of devices, migration or device integrity issues. All non-zenith device implanted as part of initial or secondary treatment were performing as intended. Four postoperative CT studies are provided and reviewed by cri. Per the significant findings in the imaging review ¿the most likely cause of the type 1a endoleak is under-sizing of the initial zta graft as well as the subsequent zdeg graft. The aortic diameter is 40 x 38 mm at the left common cartoid artery (lcca) and 42 x 41 mm at the left subclavian artery (lsa). The presumed 30-mm zta graft and the 36-mm zdeg graft are not able to achieve proximal seal in this anatomy¿. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. According to the IFU, the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing and oversizing may result in incomplete sealing or compromised flow. Based on the provided information and imaging review, undersizing of zdeg most likely contributed to the reported endoleak. It is noted that zta is used for treatment of dissection which is outside of intended use for this type of device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.